Manufacturer narrative:
The device was not returned for analysis. However, testing was conducted on sterile units from the same lot to verify coating. No abnormalities were found. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and force was used to remove it. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties with the device. The reported patient effect of vascular dissection is listed in the IFU as a known adverse event associated with use of suture mediated closure devices. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, it is likely that during insertion the angle and/or an interaction with patient anatomy resulted in the sheath kink and the device guide breaking which led to the separation, and entrapment of the device. The obstruction of flow is likely due to calcification at the access site. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of calcified right common femoral artery was attempted with a prostyle device after a left heart catheterization procedure. Reportedly, moderate resistance was noted on insertion of the prostyle and bleed back was not achieved from the marker lumen. The device was therefore attempted to be advanced further; however, would not advance or retract. It was then noted under fluoroscopy that the guide of the prostyle was kinked. As the guide wire exit notch was not visible, the device was forcefully pulled against resistance in an attempt to remove it. The device separated into three pieces at the joint of the distal guide and proximal guide. A femostop was used to achieve temporary hemostasis and a vascular surgeon was called. The patient was taken into surgery to remove all the separated portions of the device and repair the vessel. It should be noted that while the patient was in surgery to remove the distal guide from the femoral artery, the physician noted lifted plaque [consistent with dissection] and performed a femoral endarterectomy to remove the heavy calcium/ plaque burden at the access site. Hemostasis was achieved with surgical suturing. The patient was reported to be stable post procedure. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Device code (B)(4) clarifier - excessive force manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.